Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-nov-15 from a manufacturer representative reported he just read the logs and it showed a tube set error message occurred on (B)(6) 2017 at 02:18, and a motor stall recovery occurred on (B)(6) 2017 on 08:34. The representative stated he was not seeing any other motor stalls according to the logs. The therapy was stopped, and the alarm was silenced the last time the nurse was with the patient. The patient was also put on oral medications in the meantime.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving hydromorphone (2 mg/ml at 0.8897 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI and it was confirmed that there were no emi/magnetic sources present. The pump logs indicated that the motor stall was active. The patient had no symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer who reported that the battery in the device had stopped working. Per the reporter, they have an appointment with the healthcare provider on (B)(6) 2017 and was instructed to contact the manufacturer because a company representative needed to be there. The reporter stated that the battery stopped ¿about 3 weeks ago and the patient had been sick ¿last friday or saturday¿. The patient also had copd (chronic obstructive pulmonary disease) exacerbation. The patient¿s healthcare provider gave the patient oral dilaudid/hydromorphone ¿to get him through til they got this done¿. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported the cause of the motor stall was unknown. The patient was attempting to get insurance to cover a pump replacement. The hcp stated, ¿n/a¿ when responding to a question asking if the patient¿s symptoms had resolved. The hcp reported the patient¿s weight at the time of the event was normal.